Event description:
The customer reported that the ophthalmic blade was found to be dull. The procedure completion details have not been provided. There was no patient harm. Additional information has been requested. However, none has been received at the time of this report. This is the second report of two different lot number received from the same reporter.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).h.10 reflects all related report numbers associated with this product event that have been submitted at this time.